Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the patient presented to the emergency room fatigued and weak and in backup vvi. The patient's presenting rhythm was no pacing support observed during backup vvi with an escape rate in the 20 ppm range. Due to low battery status further troubleshooting could not be per- formed. The device was removed and replaced.